Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller dc adapter. Controller dc adapter / (B)(4)/ model #: 1440 / expiration date: n/a. UDI #: (B)(4). Mfg date: n/a. (B)(4). Heartware ventricular assist system ¿ controller ac adapter. Controller ac adapter / (B)(4) / model #: 1440 / expiration date: n/a. UDI #: n/a. Mfg date: n/a. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching on multiple power sources. The associated power sources were serviced and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ controller dc adapter, (B)(6), concomitant medical products: yes, (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller dc adapter (cdc) was exchanged.

Event description:
The manufacturer received product performance data on an additional battery and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An additional battery was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Product event summary: batteries (B)(4), one controller ac adapter (B)(4) and one controller dc adapter (B)(4) were not returned for evaluation. Analysis of data log files revealed power switching events due to momentary disconnections involving (B)(4) and (B)(4). As a result, the reported event was confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the batteries remained in use. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Other devices involved in this event: serial number: (B)(4). H6 method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 serial number: (B)(4). H6 method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: model 1650de serial number: (B)(4). Expiration date: 2018-03-31 UDI: (B)(4). D10: no h4: mfg date: 2017-03-31 h6 patient codes(s): c76143 h6 device code(s): c63030 h6 method code(s): 4112, 4114 h6 result code(s): 3213 h6 conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction b5, h10. Product event summary: five batteries ((B)(6)) and one controller ac adapter ((B)(6)) were not returned for evaluation. One controller dc adapter ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned (B)(6) in relation to the reported event. Failure analysis revealed that the controller dc adapter passed functional testing and visual inspection. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed power switching events due to momentary disconnections involving (B)(6). As a result, the reported event was confirmed. A power source lubrication procedure was performed in accordance with the requirements on (B)(6) 2018 to mitigate the reported conditions. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Investigation was initiated for momentary disconnections. D1: heartware ventricular assist system ¿ battery d4: model 1650de, serial number: (B)(6), expiration date: 31-mar-2018, UDI: (B)(4), d10: no, h3: yes. H4: mfg date: 31-mar-2017. H6 patient codes(s): c76143, h6: device code(s): c63030, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67; d1: heartware ventricular assist system ¿ battery d4: model 1650de, serial number: (B)(6), expiration date: 31-mar-2018, UDI: (B)(4), d10: no, h3: yes, h4: mfg date: 31-mar-2017, h6 patient codes(s): c76143, h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67; d1: heartware ventricular assist system ¿ battery d4: model 1650de, serial number: (B)(6), expiration date: 31-mar-2018, UDI: (B)(4), d10: no, h3: yes, h4: mfg date: 31-mar-2017, h6 patient codes(s): c76143, h6: device code(s): c63030, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that all sources experienced power switching.

Manufacturer narrative:
This supplemental report (1 of 95 corrections identified) is being submitted as a correction to the event date to reflect the date of servicing in the initial report. The initially reported aware date, reporting timelines, reported event and investigation details remain unchanged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller dc adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned dc adapter in relation to the reported event. Failure analysis revealed that the controller dc adapter passed functional testing and visual inspection. Other devices involved in this event: serial number: (B)(4). Device evaluated by MFR: yes. Method code(s): 10, 4112. Result code(s): 213. Conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.